Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
D9 date returned to manufacturer: 12-dec-2023. Additional information was received indicating there was no patient involvement. Updated h6 health effects codes. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed motor rate error. An occlusion test was performed and the reported issue was duplicated. It was determined that the cause was due to the main pcb, position potential meter. As a result, the main pcb, position potential meter was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.